Event description:
The 7f fast cath hemostasis introducer fractured when it was being withdrawn from the right femoral vein. The device was retrieved from the patient using a lasso device.

Manufacturer narrative:
The results of the investigation concluded that the sheath tubing had been stretched/torn and a section had been detached near the sheath hub. The attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. The detached tubing had multiple kinks and appeared flattened and stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage is consistent with forcible contact during use. The fast-cath instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath.

Event description:
It was reported the procedure was about 30 minutes delayed and a venous doppler ultrasound was performed the following day.